Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) was oversensing noise due to air bubbles in the ring of the electrode which led to the delivery of an inappropriate shock. The patient was hospitalized because of this and testing of the system was unable to recreate any noise. No changes were made and the s-ICD system remains in service. No adverse patient effects were reported.